Event description:
Patient's parent reported face plate of amt g-tube came detached from g-tube. This is where feeding extension tube attaches to g-tube and how you infuse feeds and give medications. Due to inability to give feeds, gastrointestinal doctor was called by parent. Patient was taken to local emergency department to have g-tube changed. Face plate, where extension tube connects to g-tube, detached from gastrostomy tube.